Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-00679. It was reported that diagnostics indicated patient had high impedances in one of the leads and another lead was fractured which was confirmed in x-ray. As a result, patient underwent surgical intervention wherein the leads were explanted and replaced.